Manufacturer narrative:
The device history records review showed that the valve at the time of manufacturing and release met all the criteria needed for this valve.

Manufacturer narrative:
Sorin group (B)(4). Performed a device history records review and confirmed that the above-mentioned valve satisfied all material, visual, and performance standards required for lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release. As the device was not returned for evaluation, our investigation was limited to a review of the device history record for this device and no further information is available. However if the valve is returned, the company would still be interested in conducting an analysis of the explant.

Event description:
The manufacturer was notified on17 jul 2014 that a mitroflow valve (model lxa, size23) was explanted after 4.3 years due to steno-insufficiency.

Manufacturer narrative:
Sorin group (B)(4) inc. Performed a device history records review and confirmed that the above-mentioned valve satisfied all material, visual, and performance standards required for lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release. As the device was not returned for evaluation, our investigation was limited to a review of the device history record for this device and no further information is available. However if the valve is returned, the company would still be interested in conducting an analysis of the explant.

Event description:
The manufacturer was notified on17 jul 2014 that a mitroflow valve (model lxa, size23) was explanted after 4.3 years due to steno-insufficiency.

Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve (lxa size23) was explanted after 4.3 years due to steno-insufficiency. The surgeon reported the presence of fibrotic degeneration on the valve with tear on the non-coronary cups at right commissural level.